Event description:
The hosp reported during a procedure, the pt's esophagus was perforated. The pt went into major respiratory arrest and was put on a ventilator. The pt has since been removed from the ventilator and is expected to make a full recovery.